Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility facility administrator (fa) stated the combiset bloodline transducer was faulty and loose, allowing air to get in lines resulting in chambers too low and/or overflowing. This problem was consistent and requiring regular replacement of the transducer piece. The sample was retained and was available to be returned for evaluation. Additional information was requested but was not received to date.